Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation. Images were not provided. Based on what is reported it is plausible that the event was caused by significant calcification of the artery, limiting the access leading to advancement difficulties. Which is also indicated by the physicians comment. No evidence to suggest device not manufactured to current specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient underwent tevar repair from the left fa. Though the patient's anatomical form was not suitable for the repair, tevar was performed since he had undergone abdominal surgery before. Anatomical information: only left approach was available due to total occlusion of the right cia. There was severe calcification in the left eia and the inner diameter of the left eia was small, 6mm. After inserting an 8fr. Sheath from the left groin, radifocus (manufactured by terumo) was advanced to the aortic arch, then exchanged to double-curved lunderquist with using a catheter. After that, delivery system of the device was inserted but it would not advance to the desired position being blocked by calcification in the bifurcation area between the left eia and the cia. Then, the physician decided to stop using the device in consideration of risk and used endurant (manufactured by medtronic) leg graft instead to continue the procedure. Endurant was implanted in the desired position in the descending aorta and the procedure was completed with no problem. Patient outcome: there has been no adverse effects to the patient.